Manufacturer narrative:
(B)(4). Batch # r94k0w device manufacture date is 9/29/2018. Investigation summary the device was returned with no apparent damage. The device was tested on a generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing.  The device was disassembled to inspect internal components for evidence associated with the continuous activation and no anomalies were found. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an oncosurgical open procedure, the harmonic focus long shears scissors worked without touching min-max buttons. Nurse took out the scissors, connected with generator and scissors showed activation (number 5 volume in max sector in the generator screen) without touching any buttons. Since the activation stopped, they tried it in surgery for couple of bites but the same thing continued, scissors were not controlled from min-max button. Instrument was replaced and surgery continued in usual way. Patient consequence was not reported.